Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: 10/02/2002 as MFR date. The initial medwatch report should indicate: 10/20/2002 as MFR date.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.